Event description:
Stryker sales representative, reported that a revision surgery took place at (B)(6) infirmary on (B)(6) may. It was further reported that a plate catalog number 437536, which was implanted into a (B)(6) male in (B)(6), has snapped. It was also reported that the plate broke at the 7th hole in the shaft, non locking.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the plate snapped at the seventh shaft hole could be confirmed, since the device was returned and visual inspection confirmed the reported failure mode. According to the investigation, the root cause was attributed to a patient related issue. The visual inspection revealed that the breakage at the 7th hole in the shaft led to an evident deformation of the plate. Indeed, if placed on a flat table, the surfaces of its breakage point do not fit together perfectly. A significant distance is in between. This deformation together with the aspect of the breakage surfaces make understand that the plate underwent a deformation over the limit of elongation of fracture (plastic deformation) and then a gradual load made the crack propagate until the plate breakage. Therefore, the most likely cause of breakage is overloading. There are also other factors supporting this: as reported by sales rep, non weight bearing was communicated as postoperative instruction, but compliance of the patient is not known. The surgeon himself communicated to be fairly confident that the plate broke as a result of the patient weight baring too early because it was a transverse fracture which would have put substantial pressure on the plate. A clinical statement was provided by dr. (B)(6). Fragment reduction and implant fixation were recognized to be done in a perfect manner and the indication and the surgical procedure were estimated absolutely correct. But "the early breakage of the plate 3 months after insertion indicates significant overloading." Given the provided data, the patient is overweight (body mass: (B)(6); height: 1.56 m => bmi=26.7). The implantation affects the patients¿ ability to carry loads and her/his mobility and general living circumstances. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Given that the device history review and the material analysis did not point out anything out of specification, an additional plate test was not considered necessary.

Event description:
Stryker sales representative, reported that a revision surgery took place at (B)(6) on (B)(6). It was further reported that a plate catalog number 437536, which was implanted into a (B)(6) male in (B)(6), has snapped. It was also reported that the plate broke at the 7th hole in the shaft, non locking.